Manufacturer narrative:
Devices returned on 5/26/2021; investigation performed on 6/3/2021. A review of data from the device was completed. No error codes were observed, and the data showed that no positive result was logged in the device, leading lucira health to believe that the complaintant returned the incorrect devices. A DHR review cannot be completed as lot information was not provided. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results.

Event description:
Three devices were reported as having false positive results. Complainant performed additional pcr testing resulting in a negative result.

Manufacturer narrative:
The device is marketed under emergency use authorization (eua) (B)(4) .

Event description:
The complaint alleges a (B)(6) result occurred.